Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported emergency medical services visit and events of hyperglycemia and loss of consciousness. Locked down smartphone: phone_control_ios. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing a pod on the arm for longer than 48 hours at the time medical attention was sought. On (B)(6) 2026, the patient experienced low blood pressure and loss of consciousness. Emergency medical services were contacted, and the patient¿s blood glucose level was reported as high. Medical evaluation on the same date resulted in a diagnosis of concussion. The patient was discharged on the same date and reported that no diabetes-related treatment was provided during the medical visit. No additional information was available at the time of reporting.